Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the bisector was not cauterizing. A replacement device was used to complete the procedure. No pt effect has been reported.